Event description:
It was reported that the patient presented with chronic left and right leg pain, congenital lumbar scoliosis due to mid-lumbar apical hemivertebra, central and lateral recess stenosis l3-4, l4-5, suspected foraminal stenosis left l4 and l5, and lumbar kyphosis. The patient underwent l2 inferior laminectomy, laminotomies and facetectomies l3-s1, lumbar hemivertebra corpectomy, posterior spinal fusion t12-sacrum, anterior discectomy and fusion l4-s1, and lumbar l2 l3 smith-petersen osteotomy. Legacy, peek boomerang, titanium boomerang, rhbmp-2/acs, mastergraft matrix, morselized allograft bone, and icbg were used. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2005 the patient underwent the following surgeries: 1. Bilateral decompression laminotomies l3-4, 2. Revision left l4-5 lam inotomy and facetectomy l4-5, 3. Right l5-s1 decompressive laminotomy and facetectomy, 4. L2 inferior laminectomy, 5. Lumbar hemiverterbra corpectoy, 6. Posterior spinal fusion times six level, t12-sacrum, 7. Anterior discectomy and spinal fusion times two levels, l4-5, l5-s1, 8. Anterior structural cages times two levels, l4-5, l5-s1; peek cage at l5-s1, titanium cage at l4-5, 9. Segmental spinal instrumentation in the form of legacy 6.35 mm stainless steel rods, multiaxial pedicle screws, 10. Bilateral legacy iliac wing screws for fixation, 11. Right posterior iliac bone graft harvest for bone fusion, 12. Lumbar l2, l3 smith-petersen osteotomy, 13. Spinal fusion augmented with 24mg of bmp anteriorly over two levels, 48 mg bmp posteriorly centered at l2-l4 and l5-s1, 14. Morselized allograft bone for additional bone fusion, 15. Spinal cord and nerve root monitoring consisting of somatosensory-evoked potentials, spontaneous emgs, pedicle screw stimulation intra-operatively. Op note: a smith-peterson osteotomy at l2-l3, where the hemilamina was auto-focused. The surgeon outlined the transverse process and pedicle and then removed the transverse process and pedicle down to the base of the body. We decapsulated the body, then removed the body as well. We got to the endplates above and below and cleaned those of cartilage. This was in preparation for an anterior fusion of l2-3. Then packed everything off. Placed pedicle screws bilaterally, beginning with the iliac legacy screws 7.5mm x 70mm long screws into the distal ilium bilaterally. Then placed screws bilaterally from s1 to t12. Used screws compatible for the 6.35mm stainless steel legacy rod. All screws gave excellent purchase and found the pedicles with anatomic landmarks and a blunt gearshift. Pedicles were palpated, capped and then screws were placed. Ap and lateral x-rays confirmed good placement of all screws. We then did our tlifs, beginning at the right l5-s1, exposing the posterior annulus, making a rectangular window in the annulus and then moving d iscs down to the anterior longitudinal ligament and placed a 10 x36 mm cage. The surgeon had bone graft placed anteriorly, as well as one bmp sponge. We then placed 1- x 36 mm peek cage and capped into position. It was quite snug. Distraction was released. Then at l4-5, placing the same cage except a titanium version. Had autogenous bone anteriorly, a single bmp sponge and then three sponges in the cage, a total of 12mg of bmp at each level. Next the surgeon put the bone anteriorly as well at l2-3 for an anterior fusion there. The surgeon contoured the left-sided 6.35mm stainless steel legacy rod and engaged it distally. Cantilevered into the fixation proximally. The area was irrigated out, packed off with allograft morselized bone. The fixation was checked and it was excellent. Then the surgeon sheared off the set plugs, thereby locking the screws to the rod. Then decorticated all the three bony prominences and placed bone graft matrix sponges soaked with 12 mg of bmp for total, one inch over at l5-s1 and one inch from l2 to l3 covering the hemivertebra defect level. Then they placed layer of autogenous bone over all this and the remainder of the decorticated spine. They had plenty bone graft for the fusion. Complications: none

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.